Event description:
Report is that pt died as a result of an infusion of 20cc of air in 1997. Acct. States that the family is alleging that air from the IV tubing entered the pt's body, causing an air embolism and resulting in death. The medical examiner was unable to find a concrete reason for the death and is alleging that an air embolism could have caused the death.